Event description:
The contact stated that paramedics were called after the customer rec'd a high blood glucose reading. When paramedics arrived, they tested the customer's glucose at 127 mg/dl using their meter. The paramedics also tested the customer's blood using his elite meter and rec'd a reading of 77 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The meter was replaced at the contact's insistence. Replacement products were sent to the customer.